Event description:
As reported, the distal end of an angiocath needle that is included with a 6f 10cm pw22 rain sheath catheter sheath introducer (csi), was pushed through the middle of the angiocatheter body upon attempting multiple times to access the left radial artery. Patient was unharmed, a new unknown device was opened, and the artery was successfully accessed. The procedure was completed successfully. There was no reported patient injury. The physician was trained to the device. The intended procedure was diagnostic. The product was stored as per labeling. The patient was noted to have some thicker skin/scar tissue at the site. Image review demonstrates an IV catheter needle with the needle inserted into the angiocatheter. The needle appears to have punctured through the body of the angiocatheter, resulting in a fractured condition to the cannula of the angiocatheter. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the distal end of an angiocath needle that is included with a 6f 10cm pw22 rain sheath catheter sheath introducer (csi), was pushed through the middle of the angiocatheter body upon attempting multiple times to access the left radial artery. Patient was unharmed, a new unknown device was opened, and the artery was successfully accessed. The procedure was completed successfully. There was no reported patient injury. The physician was trained to the device. The intended procedure was diagnostic. The product was stored as per labeling. The patient was noted to have some thicker skin/scar tissue at the site. A picture was attached to case (B)(4), for the information on the system and a needle corresponding to a 6f10cm pw22 radial is noted on the image. The IV cannula is noted to be punctured/cut by the needle. No other anomalies were observed on the picture attached. A product history record (phr) review of lot 18090996 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer, "needle - fractured - in patient" was not confirmed. The picture showed a puncture/cut condition on the IV cannula needle. The exact cause could not be conclusively determined by the image analysis and information provided. Repeatedly inserting and withdrawing the needle through the IV cannula may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿this product is intended to be used by a trained professional using a standard catheterization technique. Introduce the needle into the vessel using an aseptic technique. Holding the needle in place, insert the flexible end of the mini-guidewire through the needle and into the vessel. Gently advance the guidewire to the desired depth.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.